Manufacturer narrative:
The device was not returned for evaluation as it remains implanted. The reported clinical observation was unable to be confirmed. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The valve degeneration observed in this case was most likely due to a progression of this patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors which included rheumatic heart disease, coronary artery disease, coronary artery bypass graft and aortic valve replacement with bioprosthetic valve and left atrial appendage resection and other potential unknown factors. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information from the implant patient registry that a 25mm valve was treated with valve-in-valve intervention after an implant duration of seven (7) years, four (4) months, and six (6) days due to severe mitral stenosis. Both devices remained implanted. The patient was stable post-operatively and discharged in stable condition.